Manufacturer narrative:
D10: 824m6550, lot unknown, qty 3, vital mis screw; 07.02010.001, lot unknown, qty 3, closure top; 815m1050, lot unknown, qty 2, percutaneous rod; 14-533173, lot unknown, qty 1 zyston curved spacer. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that at the patient's initial post-op appointment, the x-rays revealed the closure top on the right l4 screw had migrated out of its mating screw. There are no patient impacts and a revision surgery is not scheduled at this time.this is report one of two for this event.

Event description:
It was reported that at the patient's initial post-op appointment, the x-rays revealed the closure top on the left l4 screw had migrated out of its mating screw. The surgeon performed a revision surgery specifically to revise the left side of l4 tlif, extracting the migrated vital mis set screw from left l4. During the revision, the closure top was removed and replaced and the screw was removed and replaced with a larger diameter screw. This is report one of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be removed. H6 additional investigation type code: 4110. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A functional inspection was performed with a mating screw and a driver, and found that the screw was able to screw down into the tulip of the screw as expected. X-rays were also provided that show migration. DHR review the lot number is not legible, therefore a DHR is not able to be located for review. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that at the patient's initial post-op appointment, the x-rays revealed the closure top on the left l4 screw had migrated out of its mating screw. The surgeon performed a revision surgery specifically to revise the left side of l4 tlif, extracting the migrated vital mis set screw from left l4. During the revision, the closure top was removed and replaced and the screw was removed and replaced with a larger diameter screw. This is report one of two for this event.

Manufacturer narrative:
Corrections in h6: impact code. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2024-00032.